Event description:
The ge oec 9800 fluoroscopy system had a lock-up and displayed a "control panel error".

Manufacturer narrative:
A ge oec service representative investigated the issue and found a faulty control panel pcb and control panel input/output pcb. Both boards were replaced, the system was tested and found to be operating as intended. There was no negative patient effect as a result of this issue. The system was released to the customer for use.